Event description:
During a procedure to remove 2 lower wisdom teeth, the micro choice high speed drill, 5020-025, with medium burr guard, 5020-060, sn oct 96 overheated causing a burn approx 2 x 1 cm to the pts lower lip.